Manufacturer narrative:
The product history review for lot: f2213602 presented no issues during the manufacturing process that could be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the preparation step. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the preparation step. Hemostasis was achieved with the use of another mynx device. There was no reported patient injury. The mynx vcd was being used in an interventional peripheral procedure. The mynx control was handled and prepped according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The deployer is mynx certified. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed, and the sealant remained in the manufacturing position. In addition, the balloon was received fully deflated. The procedural sheath and syringe were not returned with the device and the stopcock was observed open. The device was inspected for damages/anomalies that may have contributed to the reported failure and no damages/anomalies were observed. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. A product history record (phr) review of lot f2213602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event of ¿balloon loss of pressure during prep¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported. However, handling factors during prep are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the preparation step. Hemostasis was achieved with the use of another mynx device. There was no reported patient injury. The mynx vcd was being used in an interventional peripheral procedure. The mynx control was handled and prepped according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The deployer's is mynx certified. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the preparation step. Hemostasis was achieved with the use of another mynx device. There was no reported patient injury. The mynx vcd was being used in an interventional peripheral procedure. The mynx control was handled and prepped according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The deployer's is mynx certified.

Manufacturer narrative:
The device was received for evaluation. Engineering report is in process. Additional information is pending and will be submitted within 30 days upon receipt.